Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose was 15.5mmol, 4.5 mmol with 10 minutes, with a difference of 98%. Pt did not experience any adverse events. No further info has been reported.